Event description:
Literature: follett ka, weaver fm, stern m, et al. Pallidal versus subthalamic deep-brain stimulation for parkinson's disease. N engl j med. Jun 3 2010;362(22):2077-2091. Summary: this randomized, blinded study called the (B)(4) study compared 24-month outcomes for 299 patients with idiopathic parkinson's disease (pd) who were randomly assigned to undergo bilateral globus pallidus interna deep brain stimulation (gpi-dbs) (n=152) or subthalamic nucleus deep brain stimulation (stn-dbs) (n=147) at seven (B)(6) and six (B)(6) hospitals. Patients were evaluated using part iii of the unified parkinson's disease rating scale (updrs), the "stand-walk-sit" test, the hoehn and yahr scale of disability, the schwab and england scale of activities of daily living, subscales of the updrs, the parkinson's disease questionnaire - 39 items, and the beck depression inventory. Full evaluations were conducted at 6 and 24 months and abbreviated assessments were performed at 3, 12, and 18 months. A total of 279 patients completed the 6 month evaluation. The primary outcome was the change in updrs-iii motor score. Secondary outcomes included self-reported function, quality of life, neurocognitive function, and adverse events. Serious adverse events were defined as any event that resulted in death, disability, or prolonged or new hospitalization or that was life-threatening or required medical or surgical intervention. Ninety-nine percent of these serious adverse events were resolved by the conclusion of the 24-month study follow-up. Moderate adverse events were defined as events that might interfere with normal activity and lead to the consideration of medical intervention or close follow-up. Severe adverse events were defined as events that posed a substantial risk to the patient's health and were likely to require medical intervention or close follow-up. There was no significant difference between the two surgical targets during the 24 months of follow-up as assessed by scores on the updrs-iii while the patients were not taking medication. Reportable events: one patient who was receiving stn-dbs died from intracranial hemorrhage 24 hours after the implantation procedure. One patient undergoing gpi-dbs committed suicide. Twelve patient undergoing gpi-stn experienced an implantation site infection that was categorized as a serious adverse event as defined above. Eleven patients undergoing stn-dbs experienced an implantation site infection that was categorized as a serious adverse event as defined above. Five patients undergoing gpi-dbs experienced at least one fall that was categorized as a serious adverse event as defined above. Thirteen patients undergoing stn-dbs experienced at least one fall that was categorized as a serious adverse event as defined above. Two patients undergoing gpi-dbs experienced a "confusional state" that was categorized as a serious adverse event as defined above. Five patients undergoing stn-dbs experienced a "confusional state" that was categorized as a serious adverse event as defined above. Two patients undergoing gpi-dbs experienced an unspecified medical device complication that was categorized as a serious adverse event as defined above. Four patients undergoing stn-dbs experienced an unspecified medical device complication that was categorized as a serious adverse event as defined above. Four patients undergoing gpi-dbs experienced a mental status change that was categorized as a serious adverse event as defined above. One patient undergoing stn-dbs experienced a mental status change that was categorized as a serious adverse event as defined above. One patient undergoing gpi-stn experienced syncope that was categorized as a serious adverse event as defined above. Four patients undergoing stn-dbs experienced syncope that was categorized as a serious adverse event as defined above. Four patients undergoing gpi-stn experienced depression that was categorized as a serious adverse event as defined above. One patient undergoing stn-dbs experienced depression that was categorized as a serious adverse event as defined above. Two patients undergoing gpi-dbs had adverse drug reactions that were categorized as a serious adverse events as defined above. Two patients undergoing stn-dbs had adverse drug reactions that were categorized as a serious adverse events as defined above. One patient undergoing gpi-stn experienced dyskinesia that was categorized as a serious adverse event as defined above. Three patients undergoing stn-dbs experienced dyskinesia that was categorized as a serious adverse event as defined above. Two patients undergoing gpi-dbs experienced suicidal depression. The patients either had suicidal ideation or attempted suicide. One patient undergoing stn-dbs experienced suicidal depression. The patient either had suicidal ideation or attempted suicide. One patient undergoing gpi-stn experienced cerebral hemorrhage that was categorized as a serious adverse event as defined above. Two patients undergoing stn-dbs experienced cerebral hemorrhage that was categorized as a serious adverse event as defined above. Three patients undergoing stn-dbs had a stroke that was categorized as a serious adverse event as defined above. Three patients undergoing gpi-stn experienced intracranial hemorrhage that was categorized as a serious adverse event as defined above.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested. (B)(4).